Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device. The fse performed an operational check, and the error was cleared. The device was monitored over several days and the error did not reoccur. The device functions as expected. No further action is required at this time.